Event description:
It was reported, that during a consult check, this left ventricular (lv) lead was found to have high out of range (oor) pace impedances. The measurements have been oor since at least (B)(6) 2019 and the clinic has been aware, since at least (B)(6) 2019. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.